Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v660843, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the patient¿s lead migrated and caused severe pain. The pain was so bad, they couldn¿t even walk. The lead was pinching a nerve against their tailbone. X-rays confirmed the lead had migrated. The pain started following a fall a month prior to call. Lead and stimulator replacement surgery was scheduled for the next day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.